Event description:
It was reported that this right atrial (ra) lead was not successfully implanted due to unknown reason. A new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture d4: serial number updates. Also, as per additional information, this lead has no allegation. This record no longer meets the complaint criteria.

Event description:
It was reported that this right atrial (ra) lead was not successfully implanted due to unknown reason. A new lead was implanted. No adverse patient effects were reported.